Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded increasing shock impedance. Further review of the device data was requested to technical services (ts) to determine next steps. The patient is being followed by latitude and is scheduled for in clinic follow up. The ICD system remains in service. No adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded increasing shock impedance. Further review of the device data was requested to technical services (ts) to determine next steps. The patient is being followed by latitude and is scheduled for in clinic follow up. The ICD system remains in service. No adverse patient effects. Upon ts evaluation of the device data, it was discussed that there is a gradual increase noted in the shock impedance, with high out of range measurements. It was also noted that there is no noise observed for the right ventricular (rv) lead. Troubleshooting recommendations were provided. The ICD system remains in service. No adverse patient effects.